Event description:
It was reported that during a da Vinci-assisted surgical procedure, the surgeon observed that the movement of the instruments is not fully completed. The surgeon stated that the Monopolar Curved Scissors instrument did not complete the cut process as the scissors did not fully close. There was no error on the system observed and the customer noted that the procedure continued as planned.The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis. An RMA was not issued by the customer to return the instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue..